Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal intraocular lens (iol) haptic was stuck while trying to load, and it was damaged. No patient contact. Backup lense was used. They don't have any more information. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 24,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod partially advanced and a lens was stuck in the cartridge. Viscoelastic residue could not be identified to be evenly distributed through the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.